Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? Not available. What is the date of index surgical procedure? Unknown. What were the diagnosis and indication for the index surgical procedure? Unknown. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. Unknown. Was there any intraoperative concurrent use of other products? No other products were used. What is the lot number? Unknown. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Active bleeding. Where was the surgicel used (on what tissue)? Unknown. How much surgicel was used during the procedure? Not all of it, the total amount is unknown. What were current symptoms following the index surgical procedure? Redness onset date? Within hours of being used. Has any surgical or medical intervention been performed when patient was re-admitted? That patient was re-admitted, but unsure what was done after the readmission. What is physician¿s opinion as to the etiology of or contributing factors to this event? The surgeon hasn¿t clarified, but the powder was the only new product he used in this case. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative outcome? Unknown. What is the patient¿s current status? Unknown. Was flexhd used? Not in this case, unknown if used previously.

Event description:
It was reported that a patient underwent a scar revision procedure on an unknown date and absorbable hemostat was used. The surgeon used the absorbable hemostat on a breast mastectomy scar revision. The surgeon was encouraged to irrigate, but no suction was available. Washed pocket with saline and used a raytec to remove excess. The patient developed a red breast almost straight away and had to be taken back to theatre in 24 hours. Additional information was requested.